Event description:
During implantation of a portico (non-edwards) valve the patient experienced an perforation of the ascending ao. The patient was opened up and the ascending ao was repaired with pledgeted sutures. A 20mm sapien 3 ultra valve in the aortic position was implanted successfully and the patient was moved to the coronary care unit (ccu). 2022-00171. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)